Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that since the device could not be sensed after insertion, a revision was required.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Film over sensor area. Catheter received in a drainage tubing. Catheter received in a looped configuration tied with a suture. The sensor is not functional due to broken catheter wires. No testing was performed. Based on the above evaluation it appears that the device was inadvertently damaged during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.